Event description:
The event is described as reported by the user facility: "the pt underwent a reversed total shoulder arthroplasty (tornier system; size 42 glenoid sphere, size 15 humerus with 42mm spacer, 42mm adapter for proximal metaphysic, and 6mm humeral insert). The pt did well initially. Follow-up x-ray shows the prosthesis to be intact. The pt complained of ulnar nerve symptoms; x-rays were taken and emg was performed. A diagnosis of shoulder dislocation was made. A closed reduction was performed; however, the shoulder dislocated again. The pt was taken to the or for revision of the right humeral component with insertion of metal and plastic spacers (tornier; 9mm metal spacer, 13mm polyethylene insert). The glenoid sphere and base were intact at that time. The pt was discharged, but returned for an incision and debridement (I&d) of the shoulder due to a possible infection. The course was complicated by acute renal failure (arf) gout, and arterial fibrillation (afib). The pt was discharged..." "...clinic follow-up revealed dislocation of the humerus due to a shearing off of the glenoid baseplate. Due to concurrent medical issues surgery was delayed when the pt underwent a repair of the glenoid sphere. The pt had an ongoing infection of the implant following the second surgery leading to sepsis and death. The technique used to engage the sphere onto the base plate, was to partially engage the glenoid sphere onto the base plate, partially insert the central fixation screw, and then impact the sphere on the base plate to engage the morse taper. It has been postulated by the manufacturer that the screw fixation may have prevented the morse taper from fully engaging. There are currently no markers or guidelines on the product to indicate complete engagement of the morse taper. We are not certain if this is addressed in the training manuals or course offerings provided by the manufacturer. The parts of the prosthesis replaced are stored in our pathology department: however the base plate was not removed and was in the pt at the time of cremation." Device usage problem: device failed (e.g. Broke, could not get it to work or stopped working.

Manufacturer narrative:
The manufacturer will request the device from the health care user facility for evaluation. An investigation will be undertaken and the results will be communicated to the FDA.